Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken wire was identified on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch down cable to be frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.094 - 0.149 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and additional finding of the various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.